Event description:
It was reported to philips that the heartstart mrx defibrillator did not read etco2. The etco2 monitoring did not start when a sampling line was connected. There was no negative patient impact.